Event description:
Customer reported a cracked touchscreen on the pump, which rendered it illegible and impossible to interact with. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to send a replacement pump, and the customer was advised to contact their healthcare provider for backup therapy since none was currently available. Additionally, the customer was instructed on how to store the faulty pump and return it within 10 days using a pre-paid label.